Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Unspecified mouth infection, sinus infection & bronchitis. Md seen. Antibiotics, prescribed for mouth infections that is resolved. Albuterol inhaler & prescription cough syrup received for cough and bronchitis.